Event description:
Leveque, j., villavicencio, a. T,. Bulsara, k. R., rubin, l., gorecki, j. P. Spinal cord stimulation for failed back surgery syndrome. Neuromodulation. 2001;4(1):1-9. Summary: the purpose of the study was to evaluate the effectiveness of modern spinal cord stimulation for the treatment of failed back surgery syndrome. Thirty patients were treated with scs between december 1992 and january 1998 for low back and radicular pain after multiple failed back surgeries. Permanent systems were implanted if trial stimulation led to a >50% pain reduction. Median long term follow-up was 34 months. Severity of pain was determined postoperatively by a disinterested third party. Overall 12, of the 16 patients who received permanent implants continued to report at least 50% relief of pain at follow-up. All six patients who underwent placement of laminectomy-styled electrode for scs in the thoracic region had >50% pain relief at long-term follow-ip. Visual analog scores decreased an average of 3.2. Patients undergoing scs placement via laminectomy in the thoracic region experienced an average of 4.9 in vas, whereas those who underwent percutaneous placement of thoracic leads had an average decrease of 2.5. Reported events: 1. 1 patient required the removal of the system due to local infection at the implantable neurostimulator (ins) site. 2. 1 patient required replacement of the ins due to mechanical failure. 3. There were 24 procedures on 16 patients that experienced electrode migration or electromechanical failure. 4. 4 patients experienced a change in the location of stimulation-induced paresthesia which no longer covered the painful area. The patients underwent electrode repositioning with good long-term results. 5. 2 patients experienced a complete loss of stimulation-induced paresthesia. The patients underwent electrode repositioning with good long-term results. 6. 1 patient implanted with thoracic laminectomy experienced an abrupt loss of pain relief. The patient underwent electrode repositioning. The patient only had modest pain relief following revision. 7. 2 patients implanted with thoracic laminectomy experienced gradual loss of pain relief. The patients underwent electrode repositioning and had good pain relief. 8. 2 patients implanted with percutaneous leads experienced abrupt loss of pain relief. The electrodes were repositioned, but the patients never recovered significant analgesia. 9. 1 patient implanted with percutaneous leads experienced abrupt loss of pain relief. The electrode was repositioned and the patient had good pain relief. 10. 1 patient implanted with percutaneous leads experienced abrupt loss of pain relief. 11. 4 patients reported having good or excellent pain relief which was then lost and couldn¿t be recovered despite multiple attempts at electrode repositioning. 12. 1 patient experienced feeling increased temperatures in the lead wires. The patient continued to have good pain relief eight months following surgery with no revisions. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The actual event dates were not provided. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (B)(4).